Event description:
Pt underwent lumbosacral laminectomies for dermal sinus tract and tethered cord. Surgical time was 2 hours and 21 minutes. Following the surgery, as ioban drapes were removed, a partial thickness of the skin adhered to the drapes on the right side, approx 3.5 by 6 cm. Wound management and plastic surgery were consulted. Plastic surgery noted an area of partially de-epithelialized area with the appearance of a burn. The area was tender with no purulence or erythema. Plastic surgery recommended b.i.d. Xeroform dressing changes as well as bacitracin. The pt was discharged to home post-op day 7. Two moths post-op the wound was evaluated by plastic surgery and found to be fully epithelialized. Initially the injury was thought to be related to removal of the surgical drapes. Subsequent investigation evaluated potential causes of the injury, including drapes, prep solutions, techniques, ets and determined the injury was most likely a burn related to heat from the bfw maxenon xi300 light source.